Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows several episodes of high shock impedance values which resolve back to baseline. No definitive noise is apparent on the lead at this time. Lead currently remains implanted. Should additional information be received, this file will be updated.